Event description:
Stryker cordless drivers 001 and 004 were used trigger malfunction occurred x5 times oo4 is worse than 001, lower trigger locks in place related to lose fit. Causing frustration and improper k-wire placement with intricate bone pieces as surgeon tries to place pieces together, causing procedure to be extended.